Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 stayed activated because the toggle switch was stuck and would not spring back to its original position. The same unit was used to complete the procedure. There were no patient effects. The product is returning.